Event description:
Customer reports that during surgical procedure; the drill stopped then suddenly started with a jerking motion and caused a tear in the dura. Pt is reported to have experienced some type of paralysis. Current condition is unknown. According to user facility; incident report has been generated and is expected to be made available to codman & shurtleff, inc.